Event description:
The patient's generator was replaced due to suspected eos. The explanted generator was returned to the manufacturer for analysis. Analysis found that the c6 capacitor was out of specification in a manner which could have caused the generator to reach eos prematurely. However, based on battery life analysis, the eos condition of the returned generator was an expected event.